Event description:
The manufacturer received notification on 7/06/2022 of an implant inserter that malfunctioned during a procedure. It was reported that while impacting the inserter with a mallet, a handle t-pin fell off the implant inserter. There were no known patient complications associated with this complaint. The surgical procedure was successfully completed with an alternate available instrument. The complaint instrument was received on 7/07/2022 at the manufacturer for complaint assessment.

Manufacturer narrative:
A visual assessment of the returned complaint inserter showed an instrument with repeated use, as identified by worn laser markings and surface scratches. There were impact marks present on the proximal end of the inserter, and one of the handle t-pins was fractured from the body of the inserter. A functionality assessment was not performed due to the damaged condition of the returned inserter, which was removed from distributable inventory. A DHR review was performed for the returned device lot and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 5/21/2013. The root cause of this complaint cannot be reliably determined. The system inserter is intended to be impacted on the proximal end for implant placement. The complaint investigation suggests the possibility that the handle t-pin of the inserter was inadvertently impacted during a surgical procedure, which resulted in the instrument malfunction. There has been one other complaint of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.